Event description:
The customer reported experiencing pressure injuries with at risk patients with the use of the hillrom progressa bed. Specific details of the event including, severity of injury, clarification if the associated patient¿s pressure injuries were preexisting, medical treatment provided for the pressure injury, patient¿s medical history, accessory devices utilized, and facilities positioning protocols were not provided. Additionally, the customer did not associate a patient with a specific serial bed/serial number. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported experiencing pressure injuries with ¿at risk¿ patients with the use of the hillrom progressa bed. Specific details of the event including, severity of injury, clarification if the associated patient¿s pressure injuries were preexisting, medical treatment provided for the pressure injury, patient¿s medical history, accessory devices utilized, and facilities positioning protocols were not provided. Additionally, the customer did not associate a patient with a specific serial bed/serial number. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. The customer did not provide the necessary information to determine the severity of the injury. Additionally, based on the limited details provided, there is no indication that the reported increase in pressure injuries were serious injuries. If any additional relevant information is received the injury will be categorized accordingly however, at the time of this evaluation, the functionality of the device could not be confirmed, as this investigation is still ongoing to determine specific details of the reported event. Based on the limited details available hillrom considers this event reportable. Clinical evaluation revised with the receipt of additional details on 5/12/22. The customer reported experiencing pressure injuries with ¿at risk¿ patients with the use of the hillrom progressa bed. Specific details of the event including, severity of injury, clarification if the associated patient¿s pressure injuries were preexisting, medical treatment provided for the pressure injury, patient¿s medical history, accessory devices utilized, and facilities positioning protocols were not provided. Additionally, the customer did not associate a patient with a specific serial bed/serial number. An inspection of the bed by a hillrom technician found the bed and its components to be working as designed. Additionally, it is noted that hillrom/baxter representatives have not received any additional complaints of increased pressure injuries from the customer following additional device training. The customer did not provide the necessary information to determine the severity of the injury. Based on the limited details provided, there is no indication that the reported pressure injuries were serious injuries. If any additional relevant information is received, the event will be categorized accordingly. This event is not reportable.

Manufacturer narrative:
The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. The customer did not provide the necessary information on any impacted patient or if any injury was incurred. Additionally, based on the limited details provided, there is no indication that the reported occurrence of pressure injuries with ¿at risk¿ patients were serious injuries. If any additional relevant information is received, the injury will be categorized accordingly. However, at the time of this evaluation, the functionality of the device could not be confirmed, as this investigation is still ongoing to determine specific details of the reported event. Based on the limited details available hillrom considers this event a reportable malfunction connected to a possible injury in absence of clear information. No further information is available on the device at this time. The device is being returned to the hillrom manufacturer for a thorough investigation. However any new additional and relevant information that is identified following completion of the investigation will be provided in a final report.

Event description:
The customer reported their progressa bed was malfunctioning and potentially causing pressure injuries with at risk patients. Hillrom is reporting this bed and providing information on its location as a potentially malfunctioning bed until further information becomes available and the bed has been fully inspected by a hrc technician. Once further clinical information becomes available, hillrom will file a supplemental report this report was filed in our complaint handling system as complaint #(B)(4).